Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, on the home choice (hc) unit in dwell 4 of 5. It was unknown for how long the hc was in use before the problem was noted. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycle power off and on to the hc and it alarmed se 2367. Again cycled power off and on to "press go to start" prompt. The tsr explained the alarms and hp verified no wet lines, clamps on spare line closed, did not disconnect during therapy, all bags still connected, primed ok . The tsr explained to discard all supplies and to report alarms to peritoneal dialysis nurse next morning. The hp was to finish therapy manually. The probable cause: air is being sucked into the disposable continuously for 5 or 20 minutes. The homechoice met device specifications and was safe to leave in the customer?s home. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). The lot number was provided; therefore a batch review will be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.